Event description:
It was reported that this right ventricular lead was explanted and replaced due to exhibiting undersensing. This lead is not expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.